Event description:
The caller contacted baxter's technical service center regarding a caregiver (cg) that stated that she changed out the heater bag and during troubleshooting. The technical service representative (tsr) advised the cg that bags cannot be changed out during therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The home patient (hp) was contacted on and stated since the event therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the hp only changed out the heater bag. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. Since it cannot be determined why the hp only changed out the heater bag , the as determined cause for this complaint is undetermined.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.